Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 90 mg/dl. The customer stated that when he pushed a button it responds sometime it doesn't. The customer changed battery and number just scrolling through. The customer does not recall any significant events leading to the keypad issues. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: no scrolling numbers noted. No unresponsive buttons noted. All buttons function properly; however unit had moisture on keypad traces. Unit had cracked belt clip slot, cracked reservoir tube lip and minor scratched lcd window.